Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted.

Event description:
It was reported the device was explanted and replaced due to premature battery depletion. No further information is available at this time.